Event description:
It was reported that the user observed a blood glucose of 74 mg/dl prior to dinner and expressed concern about going low; the agent provided troubleshooting and education to treat with 5¿10 grams of oral carbohydrate, wait 15 minutes for glucose to rise, and then perform the meal announcement and eat. Symptoms included hypoglycemia. Outcomes included no alarms and self-treatment with oral glucose. Investigation included complaint handling and user education with no device alerts reported. Investigation of this case revealed no device malfunction or component issue and no identifiable cause for the low glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.